Event description:
Initial info was received from a consumer on (B)(6) 2012. A (B)(6) female received treatments with poly-l-lactic acid (sculptra aesthetic) (lot # and expiration date unk) for the indication of facial filling beginning on (B)(6) 2012. She received injections of two vials of sculptra aesthetic in each session, for a total of 4 sessions. The treatment were done on (B)(6) 2012. Two vials were injected in her cheeks and nasolabial folds with each session. She told the doctor on her final visit that maybe she only needed one vial injected, but he said she would not want to have to come back again and that he should go ahead and inject two vials. On (B)(6) 2012, after her forth sessions, she started developing lumps/bumps. She has 10 to 11 lumps on her cheeks. You can feel them but you cannot see them as much. She has one big lump/bump on her chin and one by her mouth. Her cheeks are also very swollen. She stated, "most of my face is swollen, but it is distorted on one side." She went to see another doctor for a second opinion. She has an appointment with the doctor that did the injections soon. She confirmed that there is no evidence of a systemic process. Her events remain ongoing at the time of this report. Medical history and concomitant medications were not provided. No further relevant info reported.